Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system would not interchange between driver tips in the application software. While the other procedure types in the application software would allow the change. To resolve the reported issue, the site reverted to the verification screen to register the new instrument. There was no reported delay to the procedure due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.